Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had their device removed because the therapy was not effective for their pain since implant. They noted that they are scheduled to have a pump implanted in (B)(6) 2020.